Manufacturer narrative:
Reportable as reported to FDA, and the patient needed racemic epi treatment for stridor.

Event description:
Clinician felt a "popping" as the cuff was being removed. The patient needed racemic epi for stridor later in the day.

Event description:
Clinician felt a "popping" as the cuff was being removed. The patient needed racemic epi for stridor later in the day.

Manufacturer narrative:
Reportable as reported to FDA, and the patient needed racemic epi treatment for stridor. Complaint not confirmed as no photo or returned material was provided. Sent complaint information to the supplier. Reviewed complaint history for the 24 months preceding the complaint reporting date. There was one complaint for the part in that timeframe, there is no trending issue. Root cause of noise is likely due to one of the following: the cuff was at least partially inflated, or the cuff snagged on something such as scar tissue or a tumor in the airway. Pulled most similar available device part number 1-7333-25 to perform visual inspection. No non-conformances were found. Sent resolution to the customer.